Event description:
It was reported that this pacemaker exhibited farfield oversensing on the right atrial (ra) lead. The patient shows sinus tachycardia, but the patient remains symptomatic the device remains in service. No adverse patient effects were reported.